Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a reported blood glucose of 351 mg/dl after a leaking infusion site earlier in the day and subsequent supply change; troubleshooting and education were provided with instructions to monitor glucose and assess downward trend. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or injury. Investigation included customer service troubleshooting and education with follow-up monitoring. Investigation of this case revealed an unclear cause of hyperglycemia in the setting of a previously leaking infusion site, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.